Event description:
It was reported that the 9800 system locked up during a case. The lift motor intermittently fails. The 9800 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep preformed an on site investigation. The failure could not be duplicated. The lift power supply and mainframe power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.